Event description:
Caregiver did not reset pump correctly and pt did not receive scheduled dose of tpn. Pump difficult for elderly and others to operate since it requires resetting 2 screens. Values do not change on 2nd screen to show pump has been reset.